Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device became entrapped on the filter wire. The target lesion was located in the superficial femoral artery (sfa). A 2.4mm jetstream xc atherectomy catheter was selected for the atherectomy procedure. The jetstream catheter was used together with a non-boston scientific wire and filter. The lesion was pre-dilated with a non-boston scientific balloon, and the filter was advanced and released. The jetstream catheter was advanced to the beginning of the lesion and atherectomy was initiated. Two passages with blades down were performed and everything looked okay. Then one and a half passages with blades were performed but could not be continued because the wire could not slide back or forth. Troubleshooting would not resolve the issue. The jetstream catheter and wire with filter were all pulled out in one maneuver into the lock. Unfortunately, embolic material was lost in the process. The atherectomy treatment had been perfect and the procedure was completed with this device. The patient was given thrombolytic therapy and was hospitalized. The patient was okay after the thrombolytic therapy.